Event description:
It was reported that intraoperatively through the videolaryngoscopy, when the cuff was inflated, more than half of the lumen of the tube was obstructed. Instead of the cuff opening normally, it slides over the distal part of the tube and occludes the tip of the tube, which is more flexible. What seemed to be an advantage because it is less traumatic for the trachea (a more flexible tube) is a disadvantage when there is a defect in the cuff. The doctor was doing a central lymph node emptying, after doing the total thyroidectomy on the same patient. Suddenly the anesthesiologist says can't ventilate the patient. In fact, the patient's chest did not move. Zero auscultation. Severe co2 retention. Noticed that the trachea seemed to have a chorizo inside, it was very dilated. Asked them to remove the cuff from the tube and normality was restored. Video laryngoscopy was performed through the tube.  The patient was intubated but has a certain degree of paralysis of the cords with episodic stridor. She is being monitored in intensive care. During an ecc, the patient was no longer able to ventilate. It only returned to normal with the complete deflation of the cuff. Procedure was completed with reported product. Additional information: it was confirmed by the surgeon that they used 8ml to inflate the cuff of the emg tube. After the total thyroidectomy was completed, the patient was repositioned for the central lymph node dissection. There was a coincidence between patient repositioning and the onset of ventilation difficulty. The cuff of the emg tube was not deflated prior to repositioning, and immediately upon repositioning the occlusion of the tube occurred. Once the cuff was deflated, ventilation was again possible. At the time of discharge, the patient had almost complete recovery of vocal cord mobility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim® emg - endotracheal tube - trivantage® product ID: 8229705) h3:analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: previously submitted codes fdm b17 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis found the device and a 10 ml syringe were placed in a plastic bag and returned in a double plastic sleeve (non-original packaging). Upon inspection, traces of contamination were observed at the distal end of the tube/tip, and sticky residue was observed on the tube. It was also observed that the ribbon was creased and that a portion of the cuff at the distal end was expanded. A syringe was used to inject 20 cc of air into the cuff. Upon inflation, the cuff exhibited bulging, with the stretched portion of the cuff appearing pointed. When inflated, the cuff was firm and could not be manually moved back and forth. Per the IFU, the tube should not be manipulated with the cuff inflated after insertion, as this may cause partial air blockage at the tip or murphy eye, cuff herniation, tip deflection, and/or injury to the larynx or vocal cords. The complaint was confirmed, due to an out of specification condition. H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.